Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level increases approximately two hours after a bolus is delivered. The customer stated that when a bolus is programmed, bg level will come down to 160 mg/dl. However, after two hours, bg level elevates to 388 mg/dl to 396 mg/dl, with medium ketones. The customer disconnected from the pump and reverted to a previous pump. The customer also reported being very lean with scar tissue and only uses the lower abdomen for site insertion. At the time of the call, the customer did not have an elevated bg level. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.